Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant pt. Inr results that were obtained on one patient sample on the cs-2500 instrument. The following conclusion is made from the troubleshooting performed by siemens healthineers: based on the review of information provided, the probable cause of the discordant high pt.inr (pt.sec) results using dade innovin lot: 564668d on the cs-2500 system could not be finally identified. No deficiencies in test performance were identified. Pre-analytical preparation on the patient sample cannot be completely ruled out. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: dade innovin is marketed in the united states under material number: 10873566. The 510(k) numbered documented in section g4 is for this product.

Event description:
The customer reported the observation of discordant increased inr results and falsely elevated pt (prothrombin time) sec results obtained on a patient sample measured with dade innovin on the cs-2500 instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant results.